Event description:
The facility returned the device for service. During service, the baxter repair technician noted depleted main battery. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of depleted main battery was confirmed. The main battery was replaced due to potential damage. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.